Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, the customer did not have the control iq software turned on, and the pump delivered insulin based off the customer's personal profile settings. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.